Event description:
Boston scientific crm received information that this patient died. The relationship between the patient's death and their implantable cardioverter defibrillator (ICD) is unknown and there is no allegation against the device. It is suspected the device was explanted after the patient's death and the clinician experienced some difficulty disabling tachy therapy in preparation to return the device. While attempting to interrogate the device to disable it, the clinician received a message indicating a short circuit during charge. The clinician called our technician services department; they successfully troubleshoot the issue and disabled therapy. Implant - unknown; explant - unknown.

Manufacturer narrative:
The device is scheduled to be returned to boston scientific for analysis; when analysis is complete, a final report will be submitted.